Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that around 12 midnight the device started saying no data on the central station. So they changed battery and they could see it was taking trace but then again the telemetry seemed to connect to central for a bit (20 mins) then on the central it was saying no data. Customer wanted to check if there was a way to retrieve the data from the telemetry as the doctors want the information from around midnight up to 6 am, as they say the patient was still connected to the same telemetry. (I explained that patient data/ECG can not be retried from the tele unit since it was not connected to the central station). A patient died.

Event description:
After further investigation, it was determined that the cause was on the customer's network and not philips product. The customer reported that the mx40 device failed to transmit alarms to the central station. The audit logs show the physiological alarms that were provided while the mx40 was connected to the network/pic ix (from 00:08 until 00:25 on (B)(6) 2022). The mx40 was offline (not communicating with the pic ix from 00:25:16 until 06:19:34 on (B)(6) 2022). The users should have been aware of the loss of communication between the mx40 and the pic ix from 00:25:16 through 06:19:34 on (B)(6) 2022. There was no malfunction of the philips device. Testing of the pic ix and review of log data indicates that the pic ix was operating to specifications. The customer has also confirmed that the dropouts are caused due to hospital infrastructure/network changes.